Event description:
Customer reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked battery tube threads, cracked case, cracked reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.